Event description:
The customer reported via phone call that they were visited to emergency room due to low blood glucose on (B)(6) 2022 with blood glucose of 25 mg/dl. The customer's current blood glucose is unknown mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated by food, glucose and carbohydrates. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump was not on auto mode at the time of incident. No further complications were reported. Troubleshooting was performed. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.